Manufacturer narrative:
The device's paddles were returned to zoll medical corporation; the customer's report was duplicated and attributed to the multifunction cable latch on the paddles. The paddles were scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached external paddles. Complainant indicated that the another set of external paddles was detected. Complainant indicated that there was no patient involvement in the reported malfunction.